Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 48: warning: failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery. Warning: make sure there is no air in the syringe before attempting to fill a pod with insulin. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose (bg) became elevated while wearing the pod between 4 and 24 hours on the abdomen. On the morning of (B)(6) 2017, patient "did not feel well" and noticed bg levels reaching 300 mg/dl. Patient attempted to self treat by administering 2 boluses of insulin, however, her condition did not improve. Subsequently, patient visited the emergency room, diagnosed with diabetic ketoacidosis, and admitted to the intensive care unit. Treatment included removal of pod, intravenous delivery of fluids and insulin, tylenol, pain medication, and antibiotics. Pod had been discarded at hospital, therefore, unavailable for return. It should be noted that, upon filling pod in question, patient saw air bubbles in syringe and was said to have occurred due to drawing the remaining insulin out of a vial. Patient continued to use the device as double beep was heard, which indicates pod had been filled with minimum amount of insulin and pod was ready for next steps in activation.